Event description:
It was reported that the 840 ventilator generated a power-on self test (post) failure error code. The ventilator was not in use on a patient at the time of the event. Technical support engineer troubleshot (tse) this issue with the customer over the phone. The customer reported to passed the extended self-test and short self-test. Tse recommended to run the ventilator on test for 48 hours. No part is expected to be returned.